Manufacturer narrative:
Tech found that the foot brake was not locking due to broken linkage. Replaced the linkage to resolve this issue.

Event description:
Complaint alleged that the foot brake was not locking.